Event description:
It was reported that an increase in capture threshold had been observed on the right ventricular lead of an asymptomatic patient. The lead was successfully capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.